Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 3 photos, but did not return the defective sample. The photos show blood oozing from the end of the septum. 2. DHR/bhr review lot#4109456 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the plant has launched CAPA to investigate the leakage at the septum. 3. As the plant received similar complaints from other batches of products, 800mm simulated clinical leakage test was conducted on the retained samples of this batch, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in the production process, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photos show blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leakage at septum the nurse performed an indwelling needle puncture treatment on the child and withdrew the needle cone after a successful puncture and found that blood was leaking out of the isolation plug, and multiple cases of the same incident had been identified in the same batch.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.